Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, no image displayed was caused by a faulty patient board set. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that no image was produced when using olympus, model series 180 scopes with the olympus, model cv-190 evis exera iii video system center and that the "adapter connector for the scope was not working." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "no image" was confirmed and the cause isolated to a printed circuit board failure (patient board set); in addition, a worn video connector latch was found, causing poor connection to pigtails. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.